Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No unexpected numbers scrolling during testing. The pump was received with normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a cracked belt clip slot, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display and the keypad became unresponsive during bolus. Customer stated that she removed and reinserted the battery, then received a failed battery test. Blood glucose level at the time of the incident was 216 mg/dl. During troubleshooting, the customer was unable to get the keypad to respond. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.